Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted heartsine to report that a customer¿s device does not emit any sound. Absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. The device issued all the specified advisory speech prompts throughout the investigation, with no omissions or abnormalities identified. Measurements were taken on the speaker, speech circuitry and the membrane, with no fault found. Information from the device history log indicates the device was first installed on 19th november 2013 and recorded 6 manual power cycles up to the 8th march 2019. There were no further power ons around the date of complaint on the 15th july 2022, therefore the device would not have emitted voice prompts at this time. No fault was identified in relation to the device powering on during the investigation. Therefore, the investigation was unable to confirm the reported fault. The device was scrapped by heartsine.

Event description:
A distributor contacted heartsine to report that a customer¿s device does not emit any sound. Absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.